Event description:
Customer reported a minimum fill notification earlier in the day before contacting support. Blood glucose level did not exceed 500 mg/dl, indicating it remained within a safe range. Customer successfully reloaded the same cartridge after several attempts and resumed insulin delivery. Technical support advised the customer to monitor the pump and reach out if the issue reoccurs or persists.